Event description:
It was reported that the wake button was sticking. The customer's blood glucose level was 152 mg/dl. Customer applied more force to the button to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned